Manufacturer narrative:
(B)(4) date sent: 11/28/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot corrected data: event date, event description, packaging lot, expiration date, manufacture, date, conclusion code. Additional information was requested and the following was obtained: in what procedure was the device used? Colo-rectal for instance lower anterior resection or sigmoidectomy which would require anastomosis. What issue did the healthcare professional have with the device? Stapler misfired and leakage was experienced after the anastomosis and removal of the stapler. What is the current patient status? Unknown, this has not been discussed with me. Were there any patient consequences? Yes hand suturing was needed to close off the anastomosis in order to avoid potential septicemia.

Event description:
It was reported by the affiliate that the stapler cut but failed to fire staples. No additional information is known at this time. It is unknown how the procedure was completed. Patient consequence is unknown at this time. The device will not be returned.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during a colorectal and low anterior resection (lar) procedure, the stapler cut but failed to fire staplers. Anastomosis was subsequently comprised and leaked. The surgeon had to suture to secure anastomosis.